Event description:
It was reported that the patient was no longer able to inflate his inflatable penile prosthesis due to fluid loss. The patient underwent surgery to replace the device. The new implanted device was tested and fully functional. There were no patient complications.